Event description:
The hospital staff reported that the trendelenburg feature did not function on this bed. Numerous attempts were made by the hill-rom service technician to contact the hospital maintenance staff to assist in troubleshooting the product problem but they did not return his calls. Past service history indicates that this failure is normally caused by the trend limit switches being out of adjustment. Additional repair information will be supplied in a follow up report if an when it becomes available. There were no reported adverse events associated with this product problem.